Manufacturer narrative:
N/a.

Event description:
During a mini-open chevron osteotomy for hallux valgus, two sterile, single-use torx 8 screwdriver blades (i2b ibs sterile instruments - g0210001, 3.0/3.5) fractured at the head during the insertion of ibs screws (s35st120 and s35st122). All fragments were removed, and no metal debris remained in the patient's body. According to the information provided, the chamfering drill was not used during screw insertion, which may have contributed to the shaft fractures.

Event description:
During a mini-open chevron osteotomy for hallux valgus, two sterile, single-use torx 8 screwdriver blades (i2b ibs sterile instruments - g0210001, 3.0/3.5) fractured at the head during the insertion of ibs screws (s35st120 and s35st122). All fragments were removed, and no metal debris remained in the patient's body. According to the information provided, the chamfering drill was not used during screw insertion, which may have contributed to the shaft fractures.

Manufacturer narrative:
Based on the information provided by the complaint initiator and the photographic documentation, the event is confirmed as a use related malfunction. Both sterile single use drivers broke at the head during screw insertion. The screws were inserted without prior countersinking, which, although optional, is recommended in cases of dense bone to reduce insertion torque. The absence of countersinking likely increased the mechanical stress on the driver shafts and contributed to their failure. All fragments were retrieved, and the procedure was completed without injury or clinical consequence.